Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and video controller boards. System operates as intended.

Event description:
The customer reported poor image quality. The images are pixilated. This could produced unusable images. No pt injury was reported.